Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient the introducer needle break or hard to remove on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available